Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Relevant test data, relevant history, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility was able to provide new patient information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter legs did not fully expand. The filer was captured and retrieved for a new vena cava filter that was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. The filter was returned. One image was provided. The filter was returned with three crossed legs; however, it is unknown if the legs became crossed during deployment or retrieval. In addition, the image provided could not confirm failure to expand/crossed limbs. Based on the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the event. Image review: based on image provided, a filter is demonstrated inside the deployment sheath. Based on image provided, successful removal of the filter cannot be confirmed.